Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor used the angio-seal device per product protocol. There were no problems locating the artery and position was maintained. When withdrawing the device there was no tension and the whole device came out with no evidence of an anchor, suture or collagen. No force was used. Hemostasis was achieved by manual compression. The doctor then took the device apart and used a guidewire to push out the anchor confirming it had remained within the introducer of the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The device was returned mated with the hemostasis sheath, however it was cut in the proximal part and separated into two pieces. No other accessories or components were returned. Visual inspection revealed that the half piece of the hemostasis sheath was found to be mated with the carrier tube assembly and the deployment sleeve was in the full rear lock position with color bands fully exposed. The presence of the anchor and tamper tube could be confirmed. Apart from the cut device, no other visual anomalies were noted. Functional testing was unable to be completed since the device was cut into half to confirm the presence of anchor (per the allegation). Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not put in the full forward lock position or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.